Event description:
It was reported that the patient presented in the operation room for a generator change. During the procedure, the pacemaker failed to be disconnected from the right ventricular (rv) lead and right atrial (ra) lead due to the set screw on the pacemaker failed to be loosened by different wrenches. The physician successfully explanted and replaced the pacemaker by cutting the existing rv lead and the ra lead, while the rv lead and ra lead were capped and replaced on (B)(6) 2022. The patient was stable.